Event description:
During shoulder repair procedure the suture pulled free from the anchor. The pilot hole was drilled using the drill guide and the anchor was inserted and it seemed to go in fine. Upon ensuring fixation of the anchor the surgeon pulled on the suture and it came free from the eyelet; it appeared to have fractured at the eyelet. The surgeon used a competitor's anchor to finish the case without any further problems. No patient injury or complications resulted. Sales rep. Stated that the surgeon used the new 3mm drill to prepare the insertion site. The distal portion of the anchor was left embedded in the patient's bone and a delay of less than ten minutes resulted.